Manufacturer narrative:
Regulatory assessment for reporting complete.  With current information, this report of endophthalmitis meets criteria for reporting based on applicable medical device regulations. Exemptions may apply nbrown. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, a patient experienced endophthalmitis. Additional information has been requested. This is one of two reports from this facility.

Manufacturer narrative:
Additional information has been provided in d.4, g.1., g.2., h.4., h.6. And h.10. No additional complaints have been received for this lot code/complaint type. No customer sample was returned. All testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. Retains were not examined at the manufacturing facility. Root cause cannot be determined based on current available data and no sample received. The manufacturer internal reference number is: (B)(4).